Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implant date: (B)(6) 2012. Addrl1 ipg, implant date: (B)(6) 2012. 2272 lead, implant date: unknown. 4965-25 lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed out. The right ventricular (rv) lead also exhibited noise, undersensing and would intermittently not pace. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.